Event description:
Consumer reported everything has a yellow tint to it with his right eye following cataract extraction and intraocular lens (iol) implant surgery. Addtional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot.